Event description:
A male with renal disease, underwent endovascular therapy in 2007. The patient's anatomical form was considered suitable for endovascular repair. The physician placed one main body and two iliac leg grafts without problems. At follow up 3 days later, all was fine. In 2008, there was still no issue, and it was confirmed that the aneurysm was 2.4mm smaller than at zenith placement in 2007 (42 mm - 39mm.6mm). At approx 6 months later, CT revealed stenosis of the contralateral iliac leg. Then in the following month, confirmatory angiography revealed the stenosis of the contralateral leg. Urokinase was used to treat the stenosis with a catheter. Then pta was performed and two stents (manufacturer unknown) were placed at the stenosis site. In the next day, the patient's recovery was confirmed.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Additionally, the IFU stresses the importance of the patient monitoring, so that changes in the structure, should they occur, can be identified and handled appropriately. Additional information in the complaint file contained the physician's comments; it is considered that the stenosis occurred because the site below the bifurcation of the main body and the contralateral iliac leg, which was not overlapped, was kinked. Because of these notes, the failure mode was deemed to be kinked. However, of particular interest is the point made that there was no overlap with the contralateral leg. This may have occurred after the graft was kinked causing increased downward pressure on the graft eventually causing the components to separate. The device remains implanted and no images were provided to assist in this investigation. With no films to review, this cannot be definitively concluded at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.